Event description:
A male underwent revision of a total knee replacement. Initial replacement was approximately 16+ years ago. Intraoperatively, a bare cws 400 closed wound suction kit was inserted for drainage. Approximately 16 1/2 hours postoperative, the patient sat up in bed, without assistance, resulting in the disconnection of hemovac tubing at the suction site. The cms machine also came off the patient. The tubing entering the surgical site remained intact at that time. That morning approximately 8 hours later, the physician attempted to pull the hemovac drain from the patient. The proximal portion of the drain easily slipped out and inspecting the drain, realized that because this piece was relatively short and with only 1 fenestration, that the majority of the drain was still in the patient. The drain was discarded by the physician at that time. Following x-ray of the left knee confirming the retained tubing, the patient was taken to the or to have the drain removed. The tubing was removed without incident.